Event description:
Subsequent to the initially filed medwatch report, additional information was obtained. It was reported the 3.50x16mm graftmaster covered stent was implanted however the perforation was not sealed. The perforation was larger than it appeared angiographically and extending from the ostial lad into the left main (lm). The lm could not be treated with a covered stent as the left circumflex (lcx) would have been compromised. The patient was also on eptifibatide, which likely made the perforation more difficult to seal. A non-abbott covered stent was then implanted however the perforation still did not seal. The perforation was treated with surgical evacuation of thrombus and packing. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending artery. A perforation occurred therefore a 3.50x16mm graftmaster covered stent was implanted however the perforation was not sealed. No additional information was provided.